Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had power error detected alert. Customer explained that the internal power source is unable to charge. Customer's blood glucose value was unknown. Customer also received replace battery now alarm. Customer did not receive a low battery alert prior to the replace battery now alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display anomalies noted. However, device trace download analysis confirmed the device alarmed replace battery now alarm, power error and low battery alert. The power management tool confirmed replace battery now alarm, power error and low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.